Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd eclipse¿ needle safety would not engage after the injection. The following information was provided by the initial reporter: "customer reported at the bedside, the nurse was administering a vaccine in a 3ml syringe with a 23 1inch bd needle. After the injection was completed, the nurse attempted to engage the safety to prevent an accidental needle stick. The safety would not engage. No harm occurred due to this event. No lot number provided, no wrapper or device saved.